Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two infusion sets with kinked cannula at upper buttocks and thigh leading to high blood glucose with ketones requiring emergency room visit and hospitalization treated with intravenous fluids saline and insulin on (B)(6) 2026.